Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The reported issue was confirmed. The root cause of the problem was defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A service technician reported to baxter (B)(4) that after receiving a machine for regular maintenance the j4 connector was found to be burnt. There was no patient involvement as this was found during service.